Event description:
It was reported that an inaccurate delivery of heparin was observed during continuous renal replacement therapy with a prismax machine. The entire 20ml was delivered "shortly after" the syringe was changed. Treatment was ended and the extracorporeal blood was not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a vantive qualified technician. Visual inspection of the machine did not identify any abnormalities that could have contributed to the reported inaccurate delivery event. A service history review revealed no indication that the parts replaced during previous service caused or contributed to the reported event. A syringe pump calibration and system self-test was performed and both passed. Prime and simulation treatment was conducted for 60 minutes with no issues notes. The syringe was changed during the simulation and the syringe pump functioned as intended. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.